Manufacturer narrative:
Five photos were provided to our quality team for investigation. One photo shows the top of a box carton with the tape applied with a note stating that double tape was applied to the box, and second photo shows one syringe in a sealed package showing one cylinder dot on the barrel. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Neither of these conditions are defects and are acceptable per product specification. Third photo shows two samples in sealed packages with both having brownish staining on the barrels consistent with embedded foreign mater. The last two photos show one syringe in a sealed package with an unknown brownish discoloration within the package not on the syringe. The conditions observed are non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the foreign matter non-fluid path internal to unit package defect is associated with the packaging process. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3198079. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter translated from french to english: I am taking advantage of your e-mail to inform you that we are once again facing the same defect of stained syringes in production recorded in deviation qr 255670 bp1/manual/sf decapeptyl depot 22.5mg/ brown spot/ dirty syringe. This deviation concerns the following item and product: 2001052594/ syringe 3 ml (graduation 0.1ml) luer lock. A total of 36 non-compliant syringes were rejected, broken down into 3 types of defect: 3 syringes with yellowish stains resembling burns on the plunger. See photo ¿yellowish spots¿. 10 syringes with very small brown spots on the inside of the packaging. See photo ¿very small brown spot¿. 23 syringes with black ink spots on the barrel. See photo of ¿black ink spike¿. A 100% control was carried out on the batch. It should be noted that on some supplier containers, the presence of double scotch tape was observed, suggesting that the containers had potentially been opened and resealed (see photo of supplier container showing double scotch tape). Photos of the defect are attached. The supplier batch affected is 3198079. This is the same supplier batch as the one relating to claim (B)(4). We are not creating an additional claim with ferring as the problem has been recorded with claim (B)(4). However, this e-mail serves as notification. If you would like us to send you samples of the defects, please let us know. Please do not hesitate to contact us if you require any further information on how to deal with this issue internally.